Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment that the device shut off by itself. Though it failed incoming vxi testing because its liquid crystal display was missing pixels, during bench testing with its rate set to 70 paces-per-minute, the atrial and ventricular outputs set to 10 milliamperes and the backlight and menu off, the battery was ejected and the device shut off after 25 seconds. The test was performed five times with the same result, no anomalies observed. Additionally, the device was run in an environmental chamber running program 2 and after 48 hours no anomalies were observed. Analysis did find that the keyboard was scratched, the liquid crystal display was out of specification electrically due to missing pixels, there were pry marks on the upper case by the battery drawer, the lower case was contaminated and corroded, the battery release, side bail covers, ring cover and battery drawer were contaminated and the battery contacts were compressed and contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator had turned off by itself. The generator was returned for service. No patient com plications have been reported as a result of this event.